Event description:
The patient reported a loss or change of therapy. It was stated they saw therapy benefit during the trial, but since implant on (B)(6) 2016, they were catheterizing more urine. The patient had increased stimulation twice, but so far it was not having effect on the symptoms. It was noted the patient was feeling stimulation and that it was a gradual change in therapy/symptoms. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp)reported that patient was present for post operation of stage 2 on (B)(6) 2016. It was indicated the patient experienced shocking feeling down their leg when they adjusted the settings. They had been going up and down with their settings but felt like they might be getting some relief with interstim. Patient stated they stopped feeling a sensation in their vaginal area when they turned interstim up. They were self-cathing and were only getting 30-100 ml when catheterizing and thought that they should be getting none, that was another reason why they kept adjusting their interstim. It was noted that patient asked hcp if they needed to adjust their interstim every day or leave it as they were not sure what to do with it. It was unknown if the lack of therapeutic effect had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.